Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "unsatisfactory result", "swelling", "inflated", "ball", "hurt", "inflammatory reaction", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine in the cheeks (ck1, ck2, ck3). 2 weeks later, patient was injected with a further 1 ml of juvéderm® voluma¿ with lidocaine in the nasolabial folds (nl1, nl2, and nl3) due to unsatisfactory results. On the same day as the second injection, patient presented with "swelling of the eye and a ball at the level of the mouth". Hcp indicated it was an "inflammatory reaction". Hcp made "extraction of what was in the ball" and prescribed amoxicillin clavulanic acid. On day 2 patient was "disinfected" and prescribed augmentin and biseptine. On day 7 after onset, patient's eye was still swollen, and 2 "balls that hurt appeared". Hcp prescribed "intra-muscle antibiotic and cortisone (3 tablets of 20mg) for 11 days". On day 19, symptoms briefly resolved, but recurred 1 day later (day 20) - "2 balls with inflated eye". Hcp indicated "disparition of the granuloma with hyaluronidase(left side)". Patient was again prescribed "cortisone and antibiotic clavulanic acid". Hcp also administered hyaluronidase on day 21 and 22. On day 30, "3 balls appeared in the mouth and nasolabial wrinkles". Patient consulted different physician, who prescribed "tolexine and cortisone. On day 53, "appearance of swelling nasolabial fold right side", hcp indicated this was a "second inflammatory reaction". Patient treated with "tolexine and solupred (evolution sawtooth)". "Drop of the cortisone [day 67] of the blow to 10mg and the 2 balls reappeared which hurt me with swelling of the eye [on day 73]". Patient indicated they "ironed with 1cp of cortisone". On day 74, patient received another injection of hyaluronidase. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00223 (allergan complaint # (B)(4)). This is the first MDR submitted for the first injection of suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Additional data: b.3., b.5., c.

Event description:
Additionally, the symptoms resolved 6 months after symptoms presented. Antibiotic and corticosteroid treatment given by the oral route.